Manufacturer narrative:
Philips service replaced the fuse of the mpdu controller and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to boot due to a fuse in the mpdu controller found open on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.